Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned to the manufacturer. Two images were provided to microvention by the distributor. The first customer image shows a coil mass with what appears to be a stretched segment of coil extending from the coil mass. There is no contrast seen that outlines the vessel so it not possible to see the stretched segment of coil or the coil mass relevant to parent vessel. A stent is not visible in the image. The second customer image shows what appears to be the aneurysm in relation to the parent vessel with contrast prior to treatment. The review of the customer supplied images was unable to determine the circumstances or causes of the issue described in the reported complaint. The images appear to show a stretched, detached coil, which indicates the device experienced an excess of pull force, but the cause could not be determined. The instructions for use (IFU) identifies premature detachment as a potential complication associated with use of the device.

Event description:
It was reported that during advancement of an embolization coil, the coil became stretched. Attempts were made to recapture the coil, but it could not be pushed or pulled. The microcatheter was removed; however, a portion of the coil was left behind in the parent artery and a stent was deployed to affix the coil to the vessel wall. There was no reported patient injury. The patient's condition was reported to be "normal."